Event description:
It was reported that the insulin pump alarmed button error. The customer stated that the device might have been exposed to moisture since the weather had been extremely hot. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had corroded keypad traces at arrow up button. No button error alarm noted. All buttons function properly. Insulin pump had minor scratches on lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker. No moisture damage noted on electronic assembly or on motor.